Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has shown low helium readings. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the helium leak. The fse stated the leak was found in the mechanical locking mechanism. The fses indicated that the leak was repaired, pm with full calibration, functional test and safety check to factory specifications. The unit was returned to the customer and cleared for clinical use.